Manufacturer narrative:
Device malfunction suspected. But did not cause or contribute to a death or serious injury.

Event description:
An implant and warranty card was received by manufacturer that reported the patient's lead and generator were replaced due to unknown reason. Further followup with the surgeon and neurologists office it was reported that the patient had high lead impedance. No history of falls or interactions with their vns site prior to the high impedance being discovered. The explanted product is at manufacturer pending completion of product analysis. Device malfunction is suspected against the lead.